Manufacturer narrative:
H10: the key market reported that the problem occurred during testing, and there was no patient harm reported. The key market then reported that the device was repaired by the hospital itself, and it could not be confirmed how the issue was resolved. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
Institution:(B)(6) hospital.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's tidal volume could not be adjusted, and it was detected that the flow sensor was damaged and could not be used. The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. No patient or user harm reported. Investigation ongoing / resolution pending.